Event description:
It was reported that the patient was presented in the hospital for a left ventricular lead revision. A fluoroscopy revealed the atrial lead had dislodged. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.